Manufacturer narrative:
The ise system is calibrated every 24 hours and qc samples are run every 8 hours. Qc results were within the lab's established range. Bci engineer informed the customer to manually bleach the flow cell to remove buildup. No further calls were received in regards to this issue. A clear root cause has not been identified for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high sodium (na), potassium (k), and carbon dioxide (co2) results on patient one and high potassium (k) results on patient two. The results were generated by unicel dxc 800 pro chemistry analyzer. Samples were repeated on a second analyzer. The ise was recalibrated and the original results were re-run and amended report was initiated. Original and repeated na, k, and co2 results are provided. The erroneous results were reported out of the laboratory for patient #1 only. Patient treatment was not impacted by this event.